Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after the reset, and the customer was informed that they could continue using the pump, which they acknowledged and understood.